Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-05287, 2134265-2009-05298. It was reported that post a coronary drug eluting stenting treatment procedure, very late stent thrombosis occurred. The pt presented with acute coronary syndrome. Two lesions were identified in the left anterior descending artery (lad); a 70% stenosed lesion in the mid lad, and a 90% stenosed lesion in the proximal lad. The lesion was predilated with an unk balloon. A taxus express2 drug eluting stent was deployed to a diameter of 3.9mm in the proximal lesion. A second 12mm taxus express2 stent was deployed in the mid lesion and post dilated to a diameter of 3mm. A third 8mm taxus express2 stent was deployed just distal to the first stent and post dilated to a diameter of 3.9mm. It was noted that the second stent jailed a small 2mm diagonal artery and no residual stenosis remained in the two lesions. The procedure was completed at this point. The pt was transferred to the critical care unit in stable condition. Two and half years later, the pt discontinued their plavix and aspirin in preparation for a colonoscopy. Three days after discontinuing the medication, the pt experienced episodes of chest pain. Five days after discontinuing the medication, the pt presented in the emergency room with worsening symptoms. Cardiac enzymes were elevated and the left anterior descending artery was 95% occluded with thrombus. The occlusion was treated with angioplasty and the pt was restarted on aspirin and plavix. The pt was discharged in satisfactory condition. Diagnostic angiography one year later shows the left main with mild distal disease, widely patent stents in the left anterior descending artery and mild narrowing of 40% of the jailed diagonal vessel. No further complications were reported.